Manufacturer narrative:
The event occurred in USA during treatment. It was reported that within the first minutes after initiation of support the customer noticed a steady stream or drip of water coming from the gas outlet. The arterial pressure values seemed lower than expected. Therefore the hls set was replaced. No harm to any person has been reported. As the hls set was replaced during treatment and a leakage is a risk for the patient, a report is required. The affected product was investigated by the getinge laboratory on (B)(6) 2025 with following conclusion: the failure of the leakage on the gas outlet could be confirmed. The root cause is a fiber delamination within the pur potting. The reported pressure failure could not be confirmed within the investigation. The pressure values were as expected. The production records of the affected product were reviewed on (B)(6) 2025 for the reported failure pressure reading issue. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failures were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure "pressure reading issue". For the product pls set a nonconformity was found regarding the reported failure leakage gas outlet fiber damage. The complaint information was transferred to the internal nonconformity process and further investigation steps will be performed within the nc for the reported failure leakage gas outlet due to fiber damage. Based on the results the reported failure "pressure reading issue" could not be confirmed. The reported failure "leakage gas outlet" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. According to the risk review the reported failure "leakage gas outlet due to a fiber damage" is below the acceptance threshold according to the risk management plan of the hls set. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
The event occurred in USA during treatment. It was reported that within the first minutes after initiation of support the customer noticed a steady stream or drip of water coming from the gas outlet. The arterial pressure values seemed lower than expected. Therefore, the hls set was replaced. The customer confirmed that there was no leak during priming procedure. The set was primed on (B)(6) 2024 and the event occurred on (B)(6) 2024. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
Further information was received that a second failure occurred. The pressure was not displayed during treatment, even if the pressures were zeroed with a dry circuit during priming procedure. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).